Event description:
Caller reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The customer successfully loaded a cartridge and resumed insulin therapy, and the issue was resolved.